Manufacturer narrative:
The insulin pump was received with no select, menu, back, or up and down arrow button response due to moisture on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify stuck button alarm due to no button response. No moisture damage was found on the keypad assembly, motor, or force sensor during visual inspection. The insulin pump was received with scratched case, broken belt clip rails, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer¿s blood glucose was unknown. Insulin pump would need to be replaced. Insulin pump will be returning for analysis.